Event description:
During use on the patient the saw was leaking oil/debris.====================== manufacturer response for stryker core oscillating saw handpiece, (brand not provided) (per site reporter).====================== item was sent out for repair.